Manufacturer narrative:
Analysis was able to confirm that the touchscreen was not functional. Analysis noted that there were gouges in the display. The display was replaced. The software was reloaded and the device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer touchscreen was not functional. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.